Event description:
It was reported by the patient that they received multiple shocks due to a lead fracture and presented to the emergency room. The lead was turned off. No follow-up information was able to be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was unexpected delivery of a ventricular tachyarrhythmia therapy. Beginning (B)(4)-2015, ventricular sensing integrity counts rose up to 9635. There were non-sustained ventricular tachycardia (nsvt) episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. On (B)(4)-2013, rv pacing impedance spiked to 4832 ohms and has remained high and variable. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that there was also high impedance and noise on the rv lead, and the lead was capped and replaced.